Event description:
Customer took blood glucose tests at 11pm and received results of 256 and 217mg/dl. At 1:45am they were feeling sick, in pain and were sweating, with tightness in chest. The customer was taken to the hosp and a lab was done, the result was 60mg/dl. The customer states that 10 minutes before lab the device was reading 140mg/dl, then stated there were not readings taken after 11pm. The customer was given a sugar water IV. The customer was unable to locate controls but states gc's were run in 2004 and not sure of results. A request was made for the return of the suspect device and replacement product was sent.